Event description:
It was reported that upon review of an interrogation report obtained at the emergency department, right ventricular (rv) and right atrial (ra) lead undersensing was noted during ventricular tachycardia (vt) events, and ra lead far field r-wave (ffrw) oversensing was noted on the current electrogram (egm). The following day it was indicated that overnight, cardiology had ordered the device programmed off/magnet placed over the device. It was indicated that the patient had been stable; however, they started coughing, went into ventricular fibrillation (vf) arrest, and passed away. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.